Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve procedure, while on pyloric antrum, the green button was able to press but the device did not fire. Device was replaced by a new one to complete the procedure. There was no patient injury.